Event description:
It was reported that the pt can no longer hear with his device. His parents reported that he fell down the steps two days ago and hit his head on the implant side. There is no visual damage around the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.